Manufacturer narrative:
Received one used mc33213 smallbore pressure infusion ext set for inspection. A crack was observed on the female luer. The reported complaint of leakage can be confirmed due to the crack found. The probable cause is due to a material issue on a component. There is an ongoing CAPA related to this complaint issue at this time. The device history record review could not be conducted because no lot number was identified.

Event description:
The complaint/event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The reporter stated that upon flushing the peripheral intravenous catheter (piv), flush solution sprayed out of the extension piece "j loop" (just below the microclave clamp). The extension piece was changed successfully without losing the piv. There was no adverse event or harm to the patient.